Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
Information was received from a consumer, a manufacturing representative (rep), and healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies), spinal pain, and other pain indications-other. It was reported that the patient had the lead and extension replaced. Further follow-up is being conducted to clarify what was replaced in 2011, what were the serial numbers of the replaced devices, what the circumstances were that led to the issue, and if any symptoms were experienced. If additional information is received, a follow-up report will be sent.